Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded with heavy contrast in the balloon. Microscopic and tactile inspection revealed numerous kinks in the hypotube. Functional testing was performed by connecting an inflation device filled with water to the hub. When pressure was applied, water was found to be leaking from the balloon. Microscopic examination found pinholes in the balloon material, 10mm and 11mm from the tip of the device. Microscopic examination of the markerbands found no irregularities or defects. Microscopic examination of the tip found no irregularities or defects. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending (lad) artery. A 3.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. The balloon was inflated twice at 12 atmospheres; however, during the third inflation at 6 atmospheres for 3 seconds, the balloon ruptured. The procedure was then completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending (lad) artery. A 3.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. The balloon was inflated twice at 12 atmospheres; however, during the third inflation at 6 atmospheres for 3 seconds, the balloon ruptured. The procedure was then completed with a different device. No patient complications were reported and the patient's status was good.